Manufacturer narrative:
The unit p-cap / test reservoir locked in place properly. The pump passed the displacement test, active current measurement and self test. The pump failed the sleep current measurement test due to moisture damage on battery tube assembly. The pump was monitored and no unexpected power loss or replace battery alarm noted during testing. Successfully downloaded history files and traces using thump software. Pump was cut open to perform visual inspection and found moisture damage on the pcba, force sensor and battery tube assembly during visual inspection. The following were noted during visual inspection: minor scratches on lcd window, scratched case, missing display window cover, cracked case (corner of belt clip rails) and cracked battery tube threads. In summary, customer alleged charge battery lasts less than expected confirmed. Exposed to moisture confirmed medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer reported on pump charge/battery lasts less than expected. It was reported that the battery was depleted within 3-4 days and lead pump shutting down. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will discontinue use of the device and revert to the backup plan as per health care professional instructions and a serialized device will be replaced. The insulin pump will be returned for failure analysis.